Event description:
During surgical right shoulder arthroscopy and associate repair of shoulder the werewolf machine reported on the screen to replace the wand. The or nurse opened a new wand but it still had the same warning on the screen. Rep from smith and nephew was present. He tried a hard reset of the machine but it still continued to give the error warning. During this time, the surgeon no longer needed the wand so it did not affect patient care. Surgery was completed and patient taken to post-anesthesia care unit (pacu) without incident. All items were sequestered for review and sent in. Manufacturer response for coblation wand, smith & nephew werewolf coblation system (per site reporter).